Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited "no disposable" alarm. It was also reported that pump was powered off and back on, but the alarm persisted. In addition, the reporter indicated that cassette was removed and examined for air, non-found, tubing was massaged, and cassette was reattached. When the pump was attempted to be restarted, "no disposable, pump won't run" alarm occurred. No patient consequences were reported. No adverse effects were reported.